Manufacturer narrative:
This report is submitted on may 24, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the device causing pain. IV antibiotics were administered prophylactically. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.